Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that they found that the set was unhooked. The customer's blood glucose was 597 mg/dl at the time of incident. The customer's blood glucose was 300 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to check for air bubbles, leaks, site and insulin issues and setting issues. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.